Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that immediately following placement of a smiths medical portex® blue line ultra® tracheostomy tube, the patient's oxygen saturation dropped and was unable to be ventilated adequately. The patient was attempted to be suctioned but the catheter would not pass through the tube. It was suspected that the end of tracheostomy (trach) tube was in contact with the tracheal wall. The angle of the trach tube was changed by touching the connector; enabling the suction catheter to pass through. There were no further adverse patient effects reported.